Event description:
Customer reports machine has been generating a lot of low-flow alarms, although machine is not underfilling containers. Customer also reports that the machine is generating an e27 alarm at the end of compounding. No pt involvement reported.